Event description:
During a surgical procedure with the da vinci surgical system, a pivot pin on one master tool manipulator (mtm) malfunctioned. The surgeon was able to repair the mtm and completed the planned surgical procedure with the da vinci surgical system. Due to temporary unavailability of the da vinci surgical system, there was a delay during surgery. Pt received a transfusion since the surgeon could not use the da vinci surgical system to stop pt bleeding. There was no indication that the pt bleeding was caused by the temporary malfunction of the da vinci surgical system. No add'l pt info was provided.

Manufacturer narrative:
An isi field service engineer evaluated the system on-site and confirmed that the master tool manipulator (mtm) had malfunctioned. The field service engineer repaired the system by replacing the defective mtm and verified the system repair. The defective mtm was returned to isi for add'l eval. The isi RMA service technician confirmed that the pivot pin had separated from the assembly because of a loose clamp screw. The RMA service tech was unable to determine how the clamp screw had loosened.